Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for crpl3 c-reactive protein gen.3 and ca2 calcium gen.2 on a cobas 8000 c 702 module. The erroneous results were reported outside of the laboratory. The sample initially resulted with a ca2 value of 1.703 mmo/l, which repeated as 2.423 mmol/l. The sample initially resulted with a crpl3 value of 61.17 mg/l, which repeated as 102.96 mg/l. No adverse events were alleged to have occurred with the patient. The crp reagent lot number was 351778, with an expiration date of 30-nov-2019. The ca2 reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that there were issues with a vacuum nozzle due to a kinked tube. This resulted in cuvettes over-filling. He corrected the issue. The customer stated that they have had no further issues since the service actions.